Event description:
Rv tip to rv coil lead impedance warning on (B)(6) 2023. Device appears to be over-sensing on rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).